Event description:
A physician reported that four pts underwent open abdomen procedures for traumatic injuries where gore bio a tissue reinforcement was used. The physician reports that approx 4 weeks post op, the pts developed enteroatmospheric fistulas out lateral around the edge of he device. The pts are described as nutritionally deficient and the tissue of the bowels are described as very thin and "friable." The physician believes that the stiff edge of the device rubbing on the bowel to be the contributory cause of the reported fistulas. The devices remain implanted and the pts remain in the care of the physician. Add'l event specific info was not made available.

Manufacturer narrative:
The physician reports multiple occurrences where the device is believed to be the contributory cause of a fistula, however, no add'l event specific info was provided. No add'l event specific info was provided. Multiple attempts to acquire the required pt device (lot) and the info were made by gore. Therefore, the decision was made to submit a single report for the multiple occurrences. A supplemental report, or separate reports will be submitted if new info is obtained.